Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high as well as low blood glucose level and sensor had inaccurate readings that triggered threshold suspend alarm. Customer had low blood glucose level of 38 mg/dl and high blood glucose level of over 400 mg/dl. The customer¿s blood glucose level from reported event was 163 mg/dl and the sensor glucose was 91 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was declined to troubleshooting for high and low blood glucose level. The insulin pump and sensor will not be returned for analysis.